Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the 2.8 mm threaded drill guide (part # 312.648, lot # 4672003, mfg # 5-nov-2003 to 18-feb-2004) was received with minimal signs of wear. A functional test could not be performed since the screwdriver was not returned. The complaint was not able to be replicated, therefore, the complaint is not confirmed. According to the technique guide the threaded drill guide is meant as a tool to help direct the k-wire or the drill bit through the plate. It is not meant to direct a t-15 screwdriver through it. The technique guide shows that the screws are screwed in place with the screwdriver after the threaded drill guide has been removed. The shaft of a t-15 screwdriver has a dimension of 4.85 ± 0.1 mm, therefore it would not fit through the threaded drill guide. Dimensional analysis was completed, the inner diameter of the distal shaft measured 2.90 mm. This is within specification of 2.85 mm to 2.95 mm. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the t-15 screwdriver was not meant to go through the threaded drill guide. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 312.648. Lot number: 4672003. Date of manufacture: 11/05/2003-2/18/2004. Place of manufacture: depuy-synthes brandywine. Part expiration date: n/a. List of nonconformances: n/a. Review completed for lot 4672003, no nonconformances found. The device history shows that this lot was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record (lot# 4629798), used to make lot 4672003 described above, was not possible. This lot predated the lims database, where metal raw material release information is stored. This lot is also not on the tungsten document repository. Only released, acceptable raw materials are allowed to be forwarded to manufacturing. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during sterile processing set assembly, it was discovered that the threaded drill guide does not engage t-15 screwdriver. There is no patient involvement. Concomitant device: t-15 screwdriver (part/lot unknown, quantity 1). This report is for a threaded drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.